Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, an event code concerning the o2 proportional valve was found in the ventilator's downloaded error log. Additionally, an event code concerning the fio2 sensor was found in the error log, which was not related to the malfunction/issue. This alarm alerts user to replace the sensor, but it will not affect the oxygen delivery. During the evaluation of the device at the third-party service center, a defective oxygen blender module subassembly was identified. The device's oxygen blender module was replaced to address the issue.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, an event code concerning the o2 proportional valve was found in the ventilator's downloaded error log. Additionally, an event code concerning the fio2 sensor was found in the error log, which was not related to the malfunction/issue. This alarm alerts user to replace the sensor, but it will not affect the oxygen delivery. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.